Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection between occurred. No additional patient or event information is available. Data was provided for evaluation. Confirmation of the complaint was confirmed via data. However, the patient was using an off-label os on their smart device. A probable cause could not be determined.